Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had a rash under the ECG electrodes that later developed into sores and blisters. The patient originally applied lotion and (B)(6) to the irritation. The patient's nurse practitioner prescribed the patient a cream to use on the irritation. Follow-up indicated that the irritation had improved.